Event description:
Reportedly, during a standard follow-up on (B)(6) 2018, high ventricular lead impedance saturated at 3000 ohms was displayed since (B)(6) 2018. After ventricular polarity was changed from bipolar to unipolar, ventricular lead impedance was measured at 394 ohms. Ventricular noise was observed in several arrhythmia episodes recorded in device memory, allegedly due to a lead damage. The location of the damage could not be determined by x-ray examination. During the re-intervention conducted on (B)(6) 2018, after disconnecting the ventricular lead from the subject pacemaker, measurement was performed with the pacing system analyzer and off-scale high ventricular lead impedance was confirmed. The physician concluded that the ventricular lead was fractured. The use of this lead was discontinued and it was left in the body. A new pacemaker and ventricular lead were implanted. Preliminary analysis results confirmed the reported event. It most probably resulted from a lead issue and/or a lead-pacemaker connection issue at the ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a standard follow-up on 30 july 2018, high ventricular lead impedance saturated at 3000 ohms was displayed since (B)(6) 2018. After ventricular polarity was changed from bipolar to unipolar, ventricular lead impedance was measured at 394 ohms. Ventricular noise was observed in several arrhythmia episodes recorded in device memory, allegedly due to a lead damage. The location of the damage could not be determined by x-ray examination. During the re-intervention conducted on (B)(6) 2018, after disconnecting the ventricular lead from the subject pacemaker, measurement was performed with the pacing system analyzer and off-scale high ventricular lead impedance was confirmed. The physician concluded that the ventricular lead was fractured. The use of this lead was discontinued and it was left in the body. A new pacemaker and ventricular lead were implanted. Preliminary analysis results confirmed the reported event. It most probably resulted from a lead issue and/or a lead-pacemaker connection issue at the ventricular level.